Event description:
A healthcare professional reported that after surgery the patient experienced with moderate high intraocular pressure in the right eye and treated with drug therapy. Patient symptoms were resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).